Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. No pt injury or complication was reported. Pt status is reported as "satisfactory/good."